Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer will continue to use current pump. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level that was "high", although specific value was not provided. Cause was not known. No additional information was provided.